Manufacturer narrative:
The technician replaced the right head and left foot brake casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. Casters continue to swivel when in brake.